Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a procedure in the colon performed on (B)(6), 2010. According to the complainant, during the procedure, the clip would not open to it's fullest width. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (won't open to it's fullest width). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a procedure in the colon performed on (B)(6), 2010. According to the complainant, during the procedure, the clip would not open to it's fullest width. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The product was inspected when received. The prongs opened to approximately 6mm, and it was noticed that the prongs were bent. The clip assembly was actuated several times and deployed per design; two distinctive clicks were heard. A root cause could not be determined, as the device functioned as designed. Taking into consideration the thorough evaluation, and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).